Event description:
It was reported that during a routine device change out, it was found that the ventricular lead measured higher unipolar impedance than bipolar. An insulation breach was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.